Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module backup battery needed to be replaced due to uneven battery charging.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module backup battery not properly charging was confirmed via product analysis and the battery¿s available history. The power module backup battery (serial number (B)(6)) was returned to the european distribution center (edc) and the backup battery was found to be expired. The battery was manufactured on 12jan2022 and expired on 31dec2024. The reported event date was 08dec2025 and therefore the battery was expired at the time of the event. The root cause of the reported event was determined to have been the use of an expired backup battery, as using an expired backup battery would prevent the battery from charging properly. The receiving inspection records for the power module backup battery, serial number (B)(6), were reviewed. The battery passed all initial testing per the greatbatch manufacturing datasheet. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. The heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The heartmate power module IFU (section 11 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.